Event description:
It was reported that during a right hemi colectomy procedure, the first two firings were fine. On the third firing, the device misfired at the 'crotch' of the reload. The open part of the staple line was hand sewed closed. The procedure was delayed by five minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device return the analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A gas leak was noted during use of the mocellator. Attempted use of several adaptors, with same result. A second morcellator was opened, and same problem was noted.